Event description:
A customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to perform troubleshooting steps, which were unsuccessful, and a red led was noted to be blinking with the pump vibrating every three minutes. As a resolution, technical support arranged for the pump to be replaced. The customer planned to use a backup insulin pump to ensure continuous insulin delivery.